Manufacturer narrative:
The subject device is not available.

Event description:
During the embolization procedure inside the patient, it was reported that the coil was stretched in the microcatheter. The physician had to snare it and ended up getting it out with a retriever. No further information is available.

Manufacturer narrative:
Age at time of event and age units (patient): updated. Gender: updated. Executive summary: updated with additional information received on 6-sep-2017. Expiration date: added. . Manufacturing date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition after unpacking and the device was prepared as per the dfu. Based on the information currently available the exact cause for the reported event cannot be determined.

Event description:
During the embolization procedure inside the patient, it was reported that the coil was stretched in the microcatheter. The physician had to snare it and ended up getting it out with a retriever. The physician reported that she felt resistance when advancing the coil through the microcatheter initially. No clinical consequences reported to the patient.

Manufacturer narrative:
(¿No known device problem¿ is added to replace ¿difficult to remove¿).

Event description:
During the embolization procedure inside the patient, it was reported that the coil was stretched in the microcatheter. The physician had to snare it and ended up getting it out with a retriever. No further information is available.